Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an open incisional flank hernia repair. It was reported that after implant, the patient experienced pain, adhesions, bowel obstruction, mesh erosion, and recurrence. Post-operative patient treatment included revision surgery, incisional hernia repair, excision of mesh, enterolysis, and freeing of adhesions.

Manufacturer narrative:
Additional info: a2 (date of birth), a4, b5, b7, h6 (updated all codes, added patient codes, device code and imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an open incisional flank hernia repair. It was reported that after implant, the patient experienced loss of appetite, digestive issues, constipation, pain, adhesions, bowel obstruction, mesh erosion, and recurrence. Post-operative patient treatment included medication, revision surgery, incisional hernia repair with new mesh, excision of mesh, lysis of adhesions, enterolysis, and freeing of adhesions.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an open incisional hernia repair. It was reported that after implant, the patient experienced pain, adhesions, bowel obstruction, mesh erosion and recurrence. Post-operative patient treatment included revision surgery.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent an open incisional hernia repair with mesh. He had revision surgery 1 year and 1 month post surgery. The patient experienced surgical revision, pain, adhesions, bowel obstruction, and recurrence.